Event description:
The clinician reports that the day the implant was placed in ada 12, failure occurred upon insertion. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and bleeding. No further patient complications were reported.